Event description:
Customer reported the single board computer needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sbc, hard drive, and image processor. System operates as intended. This MDR is related to ge healthcare.